Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss without the low battery alert and motor error. The customer's blood glucose level was 311 mg/dl at the time of incident. The customer reported the insulin pump is shutting off and on all day. The customer did troubleshoot the issue and confirmed this is the second occurrence of the unexpected battery loss without the low battery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, weak battery, low battery, bad battery, battery out limit and failed battery test alarms during testing. Unit passed functional testing including the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot, stained address/serial number label and corroded battery tube.